Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and ketones; however, specific bg values were not provided. Customer administered correction boluses and injections to treat bg levels. Recommendation was made to consult with health car provider to discuss diabetes management.